Manufacturer narrative:
The investigation has been completed for the reported issue of delivery issue. The investigation has been completed for the reported issue of delivery issue. The product was returned. The root cause of delivery issues were determined to be related to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to being implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella cp pump could not be fully advanced into the patient; therefore, the insertion was aborted. There was no reported injury or harm to the patient.